Event description:
Lost of capture and high lead impedance were observed. X-ray showed that the lead had moved. Ultrasonic was performed and revealed pericardial effusion. It was suspected that the lead had perforated. As such, the lead was capped and replaced.

Manufacturer narrative:
Ano medwatch form was received.